Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "nail holding bolt stuck in jig during procedure."